Event description:
International affiliate reports that returned loan kit inspection found the self-centering awl pin is broken. It is not known when/where pin breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection of the self centering awl found the awl shaft broke near the spring mechanism. It was also noted that the device has been in the field for approximately 7 years. No other anomalies were noted during the visual inspection. A review of the device history record found the lot was released to stock with no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A complaint trend analysis review found no related complaints for issues of this nature. The root cause is undetermined, however, the device has been in the field for approximately 7 years and most likely fractured due to wear and tear. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required